Manufacturer narrative:
(B)(4). A quality review was completed for this report of a check heater line alarm. This report was not confirmed in the lab due to a lack of sample. The lot number is unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the incident was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The device has been discarded and will not be returned for evaluation. No further information is available at this time. A follow-up report will be submitted upon the completion of baxter's quality review.

Event description:
A home patient (hp) contacted baxter's global technical services regarding a check heater line alarm on the homechoice (hc) machine during fill 1. The technical service representative (tsr) instructed the hp to flip the heater bag over, to slide heater line clamp down line, to pull up/down on lines near door, to rebreak frangible, and check lines for kinks. The hp stated the alarm repeated and further stated there were air bubbles in the heater line. The tsr advised to hp to start over with new supplies and assisted with ending therapy. The tsr also instructed the hp to bypass initial drain as he has drained out already. No patient injury or medical intervention was reported.